Event description:
It was initially reported by the physician that the patient's diagnostics results showed high lead impedance. Patient recently had a battery replacement surgery due to end-of-service. Patient's device was not programmed off. No x-rays were taken and no patient manipulation or trauma was reported. Good faith attempts to obtain additional information has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.